Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the enclosures were damaged. The unit was received pressurized. A functional evaluation revealed the unit failed the weight test. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. It is recommended that the IFU, 126-99-01, be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals.  No containment or corrective actions are recommended at this time.

Event description:
It was reported that the plastic of the spider tenet was peeling off. No case was involved. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event for the lost of traction.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the enclosures were damaged. The unit was received pressurized. A functional evaluation revealed the unit failed the weight test. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.